Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation was confirmed. The returned power adapter¿s power cord was physically separated near the green light emitting diode (led). The service request information indicated the power cord burned apart. This understood failure mode was tracked.

Event description:
Boston scientific received information that the communicator did not turn on. A boston scientific company representative verified that the power cord was melted. The company representative advised that a new power cord and a return label will be sent to patient's address. The communicator remains in service. No adverse patient effects were reported.